Manufacturer narrative:
On (B)(6) 2020 arjo was informed by (B)(6) located in (B)(6) that the enterprise 9000x bed platform moved unintended to the tilt position without any actions given by the user. There was no patient involved and no injury was reported to arjo. The evaluation of the device performed by the arjo representative did not confirm any device failure. The unintended bed movements were not recreated during functional testing. In summary, the involved enterprise 9000x was not used with the patient when the bed moved unexpectedly. Although no device malfunction was found, the involved bed did not meet its performance specifications when the event occurred as the platform moved to the tilted position unintended. The complaint decided to be reportable in the abundance of caution due to the allegation of unintended enterprise 9000x bed platform movement.

Event description:
On 30 jul 2020 arjo was informed by (B)(6) located in (B)(6) that the enterprise 9000x bed platform moved unintended to the tilt position without any actions given by the user. There was no patient involved and no injury was reported to arjo.